Manufacturer narrative:
This report is being filed on an international product, alinity I total b-hcg, list number 07p51-74, that has a similar product distributed in the us, list number 07p51-21/31. The complaint investigation for false negative alinity I total -hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, an in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 63160ud02 and complaint issue. An accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met which demonstrates that the lot is performing as expected. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I total -hcg reagent lot 63160ud02.

Event description:
The customer stated false negative alinity I total b-hcg results generated on the alinity I processing module for a patient which was inconsistent with the urine strip test. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): initial alinity I total b-hcg result = <2.30 miu/ml (negative), repeat result post. Centrifugation = <2.30 miu/ml (negative). Urine hcg test strip = strong positive. Snibe platform result = 0.20 miu/ml (negative). Roche e801 platform result = <0.20 miu/ml (negative). It was noted that traditional chinese medical department indicated the patient as pregnant based on the patient¿s pulse. The customer stated no confirmatory ultrasound has been performed. There was no impact to patient management reported.